Event description:
Medication is not coming out from the device but (on the dose counter window it is showing 144 as a reading). [Product delivery mechanism issue] no adverse event. Case narrative: this initial spontaneous report concerns of event product delivery mechanism issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg, 2 pumps a day (ndc: 69238-1291-1, batch number: a125020, expiry date: oct-2027 and serial number: (B)(6)) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On unknown date of (B)(6) 2026, the patient received a sealed medication and on unknown date in (B)(6) 2026, he started using the medication (02 pumps a day) and on unknown date in (B)(6) 2026 he observed that medication was not coming out from the device but (on the dose counter window it was showing 144 as a reading). Further he confirmed that he followed all the instructions for use provided in the pi as well he followed all the cleaning instructions provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of event product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.